Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm on the insulin pump and it won't go away. Customer has had the alarm for about a month now. Customer sated that the pump started alarming during a job interview. Customers' blood glucose was 10.1 mmol/l at the time of the incident. Customer was stated that they wear the pump up against their skin at the gym. Customer unable to clear the alarm and removed the battery. Customer changed the batteries but the pump still won't work. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the reservoir tube window corners and cracked battery tube threads.